Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the patient¿s reported activity level is ¿ambulated without aid.¿ implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility phone number is (B)(6). Date received by MFR: the initial complaint reported to the manufacturer on may 12, 2016, was alleged against the pfna blade only. On (B)(6), the two instruments involved in the complained event were received (impactor and protection sleeve). These instruments were evaluated and determined to be reportable with an aware date of (B)(6) 2016. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review and manufacturing investigation were performed for the subject device (protect sleeve 16/11 f/pfna blade, part number 356.818, lot number 2599502). The subject device was received in an assembled stated along with the complained pfna blade (part number 04.027.033s) and impactor (part number 03.010.410). The device history record review of the subject device lot and the lots of the associated devices showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. No non-conformances were generated during the production of the complained devices. The articles were manufactured in november, 2015 (blade), june, 2010 (sleeve), and december, 2012 (impactor). During the investigation, the parts were successfully disassembled. A functional test was performed on all parts and each device successfully passed. The impactor and the sleeve are in used, but otherwise good condition. The blade is damaged at the tip, which is a possible reason for the difficult insertion of the nail. Based on the provided information, it is impossible to determine the exact cause for this occurrence. It is likely that an application error during the procedure took place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the proximal femoral nail anti-rotation (pfna) blade was being inserted as per the surgical technique when the pfna blade insertion handle would not turn to lock the pfna blade. The handle would not turn in either direction of lock or attach and the insertion all handle was stuck with the pfna blade inside the patient. The entire sleeve assembly, blade insertion handle and pfna blade were removed from the patient using a bristow as leverage. The complained blade was replaced with an 85mm blade, and inserted using the extraction device for pfna blade. The patient reportedly did not did not receive optimal length blade and the surgery was prolonged for 15 minutes due the reported event. A shorter implant was used than what was desired. This report is 3 of 3 for (B)(4).